Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the device was at end of service (eos) and was no longer providing therapy. The caller stated that they were told the device would last 7 years and they wanted to know why it only lasted 3 years. The caller was redirected to contact their healthcare professional to discuss the longevity allegation. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.